Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were overfilling. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Additional information: lot numbers have been identified for the devices involved. The identifying information for these lots is as follows. Medical device lot #: 7256762. Medical device expiration date: 06/30/2018. Device manufacture date: 09/13/017. Medical device lot #: 7256765. Medical device expiration date: 06/30/2018. Device manufacture date: 09/13/2017. Medical device lot #: 7279715. Medical device expiration date: 07/31/2018. Device manufacture date: 10/06/2017. Medical device lot #: 7346909. Medical device expiration date: 09/30/2018. Device manufacture date: 12/12/2017. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. Although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA. The CAPA has identified the most likely root causes and corrective actions are in the process of being implemented. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes were overfilling. There was no report of exposure, injury, or medical intervention.